Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a loss of consciousness while driving due to ventricular fibrillation. The rhythm was successfully converted.